Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo left anterior descending artery (lad) lesion. A 3.5x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and inflated to 11 atmospheres (atm) but the stent would not expand. The procedure was completed with another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.